Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the causes of death are cardiac arrest, chf (congestive heart failure), and copd (chronic obstructive pulmonary disease).

Manufacturer narrative:
Analysis was performed including electrical and mechanical tests which indicated that the device was normal. No anomalies were noted.